Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident and a root cause could be determined. A device history review could not be completed as no batch number was provided for this incident. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure as no sample, batch, or lot code was provided. This complaint will be entered into the complaint management system and will be tracked & trended for future occurrences. Root cause description: undetermined. No sample, lot, or batch provided. Rationale: no sample, lot, or batch provided.

Event description:
It was reported that bd phaseal¿ connector luer lock (c35) was having flow issues. The following information was provided by the initial reporter: material no: 515200, batch no: unknown. The issue consists across many lots and has been going on for approximately 12 months. For the last year or so they¿ve been preparing fludarabine in a secondary bag. It runs at about 100ml/hr and is causing them sympathetic flow issues. They said they¿ve tried hanging the primary bag on additional hangers and have tried clamping the primary line. However, they continue to have issues. The most successful work around is to not use phaseal and to take down the whole set when finished. However, they would prefer to be able to disconnect as the patients can have their primary line for much longer (note: this issue is for in-patient only).